Event description:
A customer reported multiple intermittent occlusion alarms, which led their blood glucose levels to exceed 500 mg/dl, displaying as "high." The customer administered a correction injection and changed the infusion set and cartridge to address the issue. Despite troubleshooting efforts, the issue persisted, leading to the decision to replace the pump. The customer was informed to use manual injections for insulin therapy until the replacement pump arrived, and all necessary education for the replacement was provided.